Manufacturer narrative:
H.6. Investigation: a sample was returned for investigation and through visual inspection, a small hair was found on the inside of the packaging near the bottom left corner. A device history record review for model 24601-b007t lot number 20076964 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter with lot #20076964 regarding item #24601-b007t. The root cause of this error was determined to be human error in the manufacturing and pouching process. H3 other text : see h.10.

Event description:
It was reported that hair was found in the as lvp ss bag 20d low sorb 2ss tex cv packaging. The following information was provided by the initial reporter: "customer has found a piece of hair in the packaging with the set... This has happened before in the past as well. Xxx, a piece of hair is found inside pump infusion set."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that hair was found in the as lvp ss bag 20d low sorb 2ss tex cv packaging. The following information was provided by the initial reporter: "customer has found a piece of hair in the packaging with the set. This has happened before in the past as well. Xxx, a piece of hair is found inside pump infusion set".